Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker that exhibited a false elective replacement indicator (eri). The battery voltage was still at an acceptable level. This was discovered during an unrelated procedure where the physician was afraid that the device might have been affected by electrocautery. Programming changes were made which fixed the issue. Patient was stable.